Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
The customer reported that on (B)(6) 2019, his freestyle libre sensor provided lower readings compared to a unspecified blood glucose meter. Customer reported sensor readings of 150 mg/dl, 80 mg/dl, ¿lo¿ (a reading less than 40 mg/dl) and 120 mg/dl compared to blood glucose meter readings of 230 mg/dl, 130 mg/dl, 120 mg/dl, 190 mg/dl, respectively. It is unknown how much time may have elapsed between the comparisons. Customer reported being asymptomatic, but self-treated with soda after receiving the sensor scan result of 'lo' (reading less than 40 mg/dl) and "the blood glucose went up a lot". Customer went to the hospital where he was diagnosed with hyperglycemia and treated with insulin (unspecified amount). No further treatment was reported.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that on (B)(6) 2019, his freestyle libre sensor provided lower readings compared to a unspecified blood glucose meter. Customer reported sensor readings of 150 mg/dl, 80 mg/dl, ¿lo¿ (a reading less than 40 mg/dl) and 120 mg/dl compared to blood glucose meter readings of 230 mg/dl, 130 mg/dl, 120 mg/dl, 190 mg/dl, respectively. It is unknown how much time may have elapsed between the comparisons. Customer reported being asymptomatic, but self-treated with soda after receiving the sensor scan result of 'lo' (reading less than 40 mg/dl) and "the blood glucose went up a lot". Customer went to the hospital where he was diagnosed with hyperglycemia and treated with insulin (unspecified amount). No further treatment was reported.